Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that while attempting treating a patient, the device's display blanked out. Complainant indicated that the clinician powered off and on the device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.